Event description:
The facility reported a pump with a battery that will not hold a charge. It is unknown when this occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
(B)(4).evaluation summary:the reported condition of the pump not holding a charge was confirmed. Inspection of the device found that this was caused by failure code 570:320:844:0000, which was caused by depleted batteries, therefore the pump's batteries were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA, (B)(4).continued from h9:6000001-2/25/05-004-c6000001-12/13/05-019-c